Event description:
It was reported that the insulin pump had physical damage. Customer stated chunk of plastic missing from where the reservoir goes in and the reservoir cannot lock into place. Customer blood glucose was 125 mg/dl. Advised the customer that insulin pump would be replaced. Customer reports that the belt clip is broken advised customer that will send replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratches on display window.